Manufacturer narrative:
Device was used for treatment, not diagnosis. The original event date was not provided. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed revision surgery on (B)(6) 2015. The original surgery date was not provided. For the original surgery, the patient had a sternotomy with plates and screws; two plates on a median and transverse sternotomy which led to a complex sternal closure. The surgeon turned the plate sideways on the transverse sternotomy. Several days post-op, the patient had a big cough and 5 screws popped out. They pulled out of the sternal edge but the screws were intact in the plate. The screws were the proper length and not in very far. The implants were removed in the revision surgery. This report is 1 of 2 for (B)(4).